Event description:
The pump was returned for investigation. Investigation revealed the internal clock battery on the pcb board had failed. Evaluation also revealed that the audio bolus button was unresponsive. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box verified that the pump's time and date defaulted after power on reset. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Unrelated to the complaint, evaluation revealed that the bolus button was unresponsive and the white slug was missing.